Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures. Alizea dr 1600 (s/n: (B)(6) was sold and labeled as sterile. It was manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 18 november 2024 use before date: 18 may 2027 sterilization date: (B)(6) 2024 sterilization lot: s0715 ¿ 3805. The device history report of vega r52 (s/n: (B)(6) could not be retrieved. The lead was implanted on (B)(6) 2019 and was manufactured on 13 oct 2018. The device history report of vega r58 (s/n: (B)(6) could not be retrieved. The lead had been implanted on 9 jan 2019 and was manufactured on 26 oct 2018. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the patient implanted in (B)(6) 2025, develops endocarditis (lead and pacemaker contaminated), which lead to a reintervention to extract the material. The pacemaker was successfully removed on (B)(6) 2026, but the leads are not removed. The patient stayed after the reintervention at the hospital. She died at the hospital, on (B)(6) 2026. The hospital report a "clinical deterioration involving hemodynamic and respiratory compromise, and hemodynamic instability, due to septic shock that is refractory to initial treatment".